Event description:
It was reported that an attempt was made to use a mis-7f07 to treat a lesion. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that the mis7f guidewire broke at the coil part of the wire and into the patient's leg. Dr. Shuler had to perform a cutdown to remove wire. All pieces were accounted for. Procedure was completed using a different mis7f pack. No additional treatment required.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One used sample was returned to argon from the customer for review. A visual inspection was performed on the returned product. The visual inspection established that the guidewire was broken. CAPA: ca-00040 has been initiated to address the broken guidewire issue, and the CAPA will identify the specific causes and corrective actions to be taken. As part of the CAPA process, a mdt/argon root cause investigation team was assembled. An evaluation of the internal records was performed, discussion was conducted with wire manufacturer and supplier engineering change orders were also reviewed for the last five years. There were no non-conformances found based on metallurgy and no engineering changes identified. A definite root cause was not identified for this failure mode and no immediate corrections were made due to absence of initial root cause identification. Several action items have been planned to be implemented to address this reported event. Tensile test will be implemented per test method, retraining program and certification program plan for polishing silver soldering will be put in place. If new information is available in future, a follow-up report will be submitted accordingly.

Event description:
It was reported that an attempt was made to use a mis-7f07 to treat a lesion. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that the mis7f guidewire broke at the coil part of the wire and into the patient's leg. Dr. Shuler had to perform a cutdown to remove wire. All pieces were accounted for. Procedure was completed using a different mis7f pack. No additional treatment required.

Event description:
It was reported that an attempt was made to use a mis-7f07 to treat a lesion. The lumen was flushed prior to use. IFU was followed. A guidewire was used for the insertion of the catheter. It was reported that the mis7f guidewire broke at the coil part of the wire and into the patient's leg. Dr. Shuler had to perform a cutdown to remove wire. All pieces were accounted for. Procedure was completed using a different mis7f pack. No additional treatment required.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.